Event description:
It was reported a cerebrovascular accident (cva) occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A watchman laa closure device was implanted. On (B)(6) 2018 the patient was hospitalized with a cva. It was noted the patient was off coumadin and other anti-coagulants since the date of implant; due to cancer in one kidney the patient was undergoing a nephrectomy. The physicians felt that it was in the patient's best interest to not take anti-coagulants. A transesophageal echocardiogram (tee) performed on (B)(6) 2018 revealed the watchman was completely sealed, there was no evidence of thrombus and the atrial septum crossing was completely sealed. It was the implanting physician's opinion the cva was not related to watchman, but possibly atrial myopathy. It was noted that the stroke was not debilitating. No further complications were reported.